Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it was likely the most probable cause for reportable malfunction was that the video cable was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited a stripe like appearance and abnormal colors in the image. The event occurred during inspection to use. There were no reports of patient harm.